Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix.

Event description:
It was reported that at the implant attempt the lead's helix needed greater than 30 turns to deploy. When the helix did deploy it "darted" out of the lead body. This caused and insecure fixation. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.